Event description:
The end user reported that there was a significant stoma bleed while sampling the product and believed that after cutting the stoma opening on the mass, the "sharp edges" caused the bleed. The dressing was used for one to days. The end user was able to get the bleed to stop and did not use any further samples. He also reported that he had hyper-granular skin sore areas around the stoma base which he stated bleed at times. He was followed by a wound care center for treatment of the hyper-granular areas. No photograph was available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470